Event description:
The pt tested pt's blood glucose on the suspect device and obtained a reading of 600mg/dl. Pt felt weired and the result did not match pt's symptoms. Pt retested on the suspect device and obtained a reading of 20mg/dl. Pt's mother called the paramedics. The paramedics arrived and tested on paramedics device and the result was 0. Pt was given a sugar pill and a shot of glucagon then transported to the hospital. Pt's blood glucose was 30mg/dl when tested in the hospital. Pt was given an IV with glucose and food.